Manufacturer narrative:
(B)(4). Event description continued: then went back to her surgeon on (B)(6) 2017 to request manufacturer and product information for the clips. The patient stated that she has an unspecified metal allergy that had not been disclosed to the surgeon before the surgery. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the patient is unclear about the metal for which she has an allergy but states an mcs20 was utilized during her breast procedure. She has had what she thinks are allergic reactions when wearing earrings or metal-framed glasses in the past, but does not know what type of metal they were. She confirmed that she did not alert her doctor to the allergy prior to the planned procedure as she didn¿t realize clips might be utilized. The patient has an appointment for an injection of pain medicine on (B)(6) 2017 and an appointment with a pain specialist on (B)(6) 2017. Patient advised she will be undergoing allergy testing. Test method and allergy test results have been requested.

Event description:
It was reported that approximately one week after a lumpectomy procedure the wound became infected and ruptured. The patient's surgeon drained pus and blood from the area. After one additional week, the patient went in for the scheduled post-op visit with swelling in the clavicle area on her chest and the surgeon removed the bandage in that area. Approximately ten months post-op, the breast was red and warm to the touch. The patient stated that this had been getting worse since the time after the wound dehisced. The patient returned to the surgeon with concerns of infection. An ultrasound was performed and only scar tissue was observed. The patient also had other ultrasounds regarding this issue but was unable to provide specifics for them. The patient's scar tissue then turned brown and became painful causing difficulty sleeping and other general discomfort. The patient states that she has some family history of breast cancer and went in to have a 3d mammogram performed. The metal clips were found at this time. The patient stated that this was the first that she had known about the clips. It was unknown exactly when the mammogram was performed. The patient then went back to her surgeon on (B)(6) 2017 to request manufacturer and product information for the clips. The patient stated that she has an unspecified metal allergy that had not been disclosed to the surgeon before the surgery.

Manufacturer narrative:
(B)(4). Maude report # mw5073048 information per maude report: breast reduction in 2006. Caller also mentioned that she had a breast reduction in 2006 and had a scar. She stated that during the 2013 procedure, the doctor went through an old scar which resulted in hypertrophy which lead to the rupture of her breast. After which she experienced pain, warmth, and redness on her breast, she went back to the doctor to complain about her symptoms and was told it is not a hematoma nor an infection. She was prescribed an antibiotic. Caller is still experiencing pain and discomfort. Allergic to titanium. Additional information: the ethicon risk manager spoke with patient who advised that (B)(6) medical center advised her that she has nine clips in her breast and this was confirmed by the surgeon who performed the breast procedure in 2013. Only one clip applier was utilized during the procedure. She also had a breast reduction previously and there is a ¿circular clip¿ implanted that was used ¿to close the flap.¿ she was first sent to an infectious disease doctor in an attempt to discern the cause of the hypertrophy, pain and scarring who thought allergy to any metal in the clips was unlikely. Intralesional corticosteroid injection was used to treat the scarring. Patient then received clips from another doctor of a different lot number than what was implanted in her in 2013. She went for an allergy patch testing on (B)(6) 2013 where two clips were taped to the patient using hypoallergenic tape along with individual metals obtained from smart practice allergen bank using finn chamber aqua. All allergens including titanium oxide at 0.1%, titanium at 1% and ferric sulfate at 5% and aluminum hydroxide at 10%, vanadium tintoxide at 10% all in petroleum jelly unless otherwise were negative. Patient advised she will continue to seek treatment from other providers since the allergy testing was negative. Another surgeon advised it was possible that the doctor was initially was in the wrong location and then needed to correct and this is why 9 clips were placed in the breast.